Event description:
It was reported the patient ((B)(6)) lost stimulation and was unable to communicate with his ipg using either the programmer of charging system. Efforts to establish communication using a different programmer also proved unsuccessful. Surgical intervention was undertaken to explant and replace the patient's ipg. Effective stimulation was recaptured for the patient following the procedure.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.